Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what tissue was being approximated or sutured when it broke? Was the needle it retrieved during the same surgical procedure? Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue? Was there any change in the patient¿s post-operative care due to the prolonged procedure? What is the most current patient health status and condition? Procedure date? Lot number? Device return status/follow up?

Event description:
It was reported that a patient underwent a cholecystectomy on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle happened in surgery. Also, the same suture had broken during surgery. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 02/23/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 h3 investigation summary: one detached needle and two suture pieces of product code w9236t were returned for analysis. In order to evaluate the conditions of the detached needles, the closure of the channel was correctly, and no suture remnant was noted, however, marks that appears to be by surgical instrument. During the visual inspection of the suture, there is enough impression and insertion at the suture end. In the other extremes, the end was cut by sharp edge. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to the condition sample. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. One detached needle and two suture pieces of product code w9236t were returned to for analysis. In order to evaluate the conditions of the detached needles, the closure of the channel was correctly, and no suture remnant was noted, however, marks that appears to be by surgical instrument. During the visual inspection of the suture, there is enough impression and insertion at the suture end. In the other extremes, the end was cut by sharp edge. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Functional test was not performed, due to the condition sample. The manufacturing records couldn't be reviewed as the batch number is unknown. The condition of the sample received indicates improper handling of the device. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke?¿¿unknown. Was the needle it retrieved during the same surgical procedure?¿¿unknown. Was there any additional tissue damage as a result of searching for the needle piece? Was additional dissection required in other organs/tissues other than the target tissue?¿¿unknown. Was there any change in the patient¿s post-operative care due to the prolonged procedure?¿¿unknown. What is the most current patient health status and condition? Procedure date?¿¿(B)(6) 2022. Lot number?¿¿unknown.